Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was in the emergency department with signs and symptoms of an embolic cva with an elevated lactate dehydrogenase. The vad coordinator reported power elevations and concern for pump thrombosis. The log file contained mostly pi events, but no unusual events.